Manufacturer narrative:
The customer considered the repeat result to be correct because it was consistent with the patient's clinical condition. Quality control results are acceptable. Precision studies were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the cobas 6000 core unit is (B)(6). Medwatch field e1. Facility name - the full facility name was provided as "(B)(6) hospital". The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ca 19-9 on a cobas 6000 core unit. The sample initially resulted in a ca 19-9 value of 55.5 u/ml and it repeated as 1.2 u/ml.